Event description:
It was reported that the device would display an energy fault when charging at lower energy levels. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control recommended customer to replace the device's power conversion pcb. The customer later confirmed that after replacing the main pcb, proper device operation was observed through functional and performance testing. The device was placed back into service.